Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that the supply bag fell and became disconnected. The baxter technical service representative (tsr) had the hp cycle power and the cycler alarmed se 2367. Then the tsr had the hp cycle power to press go to start and had the hp disconnect, remove cassette and discard supplies. The tsr explained the alarm, assisted the hp to clear the alarm and advised the hp to contact their nurse. The hp stated that they would do a manual exchange in meantime. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was due to the supply bag fell and disconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident.